Event description:
A biliary stent with delivery system was successfully advanced to the target lesion site located in the pt's brachial/cephalic in the left subclavian. Upon the initial inflation attempt, it was reported that the stent was observed to have taken a "dog-bone" shape after which the balloon catheter lost pressure and dye was subsequently noted leaking on fluroscopy. Attempts to withdraw and inflate the balloon were successful. Subsequently, the sds was successfully withdrawn to the iliac; however attempts to deploy the stent at this location were unsuccessful. In an attempt to snare the stent, another puncture site was made above the stent in the vessel; however, this attempt was unsuccessful. The balloon was ultimately successfully withdrwan utilizing the edge of the sheath. The stent, guidewire and catheter were left in the pt and the pt was sent to surgery for stent removal. There were no add'l pt complication reported relative to this event.